Event description:
Customer reported receiving a no delivery alarm during normal use. She cleared the alarm and disconnected and reconnected the reservoir and tubing and received another no delivery alarm. The cannula was not bent. The blood glucose reading was 309 mg/dl. Customer treated with manual injections. Customer was assisted in running a 5 unit fixed prime and stated that insulin did not exit and that the insulin pump alarmed for no delivery. She stated that insulin did not exit with the plunger push. Nothing further was reported.

Manufacturer narrative:
Evaluated two opened/used reservoirs. Inspected reservoirs, snap-cap, and septums for anomalies. None were found. Ran the occlusion as follows: reservoir filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed the infusion set test. Installed the reservoir and connector into an insulin pump and performed catheter tip test. Conclusion: the reservoirs wer not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.